Manufacturer narrative:
A review of tickets determined that there is a non-statistical trend in complaint activity for architect anti-hcv, lot 94357li00. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of architect anti-hcv reagent, lot number 94357li00, which was calibrated, and the calibration met instrument specifications. All control values met control specifications. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested with the lot. The sensitivity panel values and positive control values met specifications. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing six commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 6215, hcv 6216, hcv 6224, hcv 6225, hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. Lot number 94357li00 detected the same bleeds as reactive for the seroconversion panels in comparison to historical data. Based on the data it was shown that the sensitivity performance is not adversely affected. The clinical sensitivity was also evaluated by testing twenty commercially available seroconversion panels with the architect anti-hcv reagent lot 94357li00 and the seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. Lot 94357li00 detected the same bleeds as reactive for the seroconversion panels in comparison to the reference reagent lot number 94020li00. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect anti-hcv lot 94357li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect anti-hcv results on one patient. The results provided were: sid (B)(6) = (B)(6). There was no reported impact to patient management.